Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n479282, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturing representative met with the patient to activate adaptive stimulation. There was an open area at the battery incision with induration and warmth at the site. The patient reported being febrile. There was drainage/incisional wound opening, redness, sweating, and swelling at the device pocket right side implant. Later the healthcare professional (hcp) reported that the patient was seen in the clinic for a wound check. The patient reported that it was probably a indolent infection, the patient was morbidly obese and had poorly controlled diabetes. The patient was taken to or for ¿explantation¿ of system and placed on long term antibiotics. The patient was on antibiotics at the time of report.